Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr litigation records received. Litigation alleges pain and personal injuries as a result of the product's failure. The patient was advised for a scheduled revision on (B)(6) 2021, however on (B)(6) 2021, x-rays showed a pubic ramus fracture. The fracture appeared to originate in the pubic ramus adjacent to the cup and extends to the medialized portion of her cup. Her doctor recommended that surgery be postponed until the fracture heals in order to mitigate risk and minimize complications. Doi: (B)(6) 2008; dor: scheduled on (B)(6) 2021; unknown affected side of the hip.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a2 (date of birth), b7, d4 (lot number, UDI). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d4 (catalog).

Event description:
On (B)(6) 2018, a progress note noted that patient have been sore for couple of weeks and due to pain patient assist her right hip flexion with her arms. Reported also walking up with stiffness in her si joint. Medical records received. (B)(6) 2021, that patient was revised due to adverse local tissue reaction, pseudotumor. Operative noted a heavy adhesions and evidence of trunnionsosis. Acetabular shell was explanted and has minimal bone loss. Affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.